Event description:
A customer complaint was received for s. Agalactiae isolate with susceptible results for erythromycin using a walkaway but visually the results were resistant. Panels were visually verified and the correct "resistant" results were reported to the physician. There was no adverse impact to patient treatment.

Manufacturer narrative:
Siemens had conducted a field correction, (B)(4), for false skipped wells and false susceptible misreads with s. Agalactiae affecting multiple antimicrobial agents on microscan microstrep plus type 1 panels (b1027-201), microstrep plus type 5 panels (b1016-905), microfast type 5j panels (j1016-83) and microfast type 7j panels (j1016-84). The customer letter stated results should be visually verified for s. Agalactiae isolates on the above panel types. Additionally all subsequent lots were manufactured with updated info on this limitation. Siemens confirmed that this customer received the initial customer notification associated with FDA recall (B)(4) and that the lot was manufactured with the updated info (confirmed through a review of the manufacturing records).